Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remain implanted.

Event description:
Edwards received notification from a field clinical specialist where the patient had 40mmhg gradient on pod 1 with ''thickening leaflets'' after implant of a 23mm sapien 3 ultra valve. Anticoagulation was prescribed. Tte and CT performed approximately 1 month and 13 days later showed continued significant gradient increase with possible leaflet thrombosis or acute hypoattenuated leaflet thickening (halt). A second opinion was requested which confirmed the impression of halt. The patient underwent a balloon aortic valvuloplasty of the 23mm s3 valve to ensure complete expansion. The valve was dilated once with an additional cc and once more with another cc totaling 2 ccs above the labeled volume for the 23mm delivery system. The pre-dilation invasive valve gradient was 24mmhg and the final post gradient was 13mmhg. It was noted that there was discordance between the invasive gradient and the echo gradient of 40mmhg post initial implant. The patient remained asymptomatic. There is no plan for additional intervention at this time.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of hypoattenuated leaflet thickening (halt) was unable to be confirmed as no medical records or relevant imagery was provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''a patient had 40mmhg gradient on pod 1 with thickening leaflets after implant of a 23mms3u valve. Anticoagulation regiment was prescribed. Tte and CT performed approximately 1 month and 13 day later showed continued gradient increase with possible leaflet thrombosis or acute halt''. Additional follow up indicated that the patient's cardiologist was not able to place the patient on anticoagulation because she had a gi bleed 3 months ago (prior to tavr) in the absence of anticoagulants. As a result, patient only given aspirin (antiplatelet drugs) with daily dosage of 81mg. Per IFU, ''valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation''. Inadequate anticoagulation may lead to thrombus formation, resulting in halt. Both anticoagulant and antiplatelet drugs are classified as antithrombotic drugs. Anticoagulants, work by inhibiting the clotting factors while antiplatelets work by inhibiting the enzymes that cause the platelets to clump together. In this case, anticoagulation was recommended and prescribed on pod#1, but the patient was never received due to his/her condition (gi bleeding). While the patient was put on aspirin (antiplatelet drugs), the results may not be optimal. As such, available information suggests procedural (inadequate anticoagulant) and/or patient factors (thrombus) may have contributed to the reported event. However, a definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/ or preventative actions nor pra are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist. As reported, the patient has presented with a high gradient approximately 2 years and 4 months after tavr and subsequent post dilation. The valve gradient was 45mmhg and the has become symptomatic. She has had fluctuating gradients over the two years with no symptoms until now. The physician has not decided whether to proceed with valve intervention or proceed with savr. She has a history of mastectomy with radiation to the chest. Per edwards proctor review of the CT, there was no clear image of halt and/or thrombus on this valve. Per review of the echo images, the there is a mean gradient of 29-30mmhg. The valve looks well expanded, there's no calcification and/or halt. From what could be see, the leaflets are moving normally. No aortic regurgitation or paravalvular leak (pvl). The proctor believed that patient prosthesis mismatch (ppm) rather than any structural valve failure was likely the cause.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b6, h6, and h11. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a ''thv-in-failing prosthesis'' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggestprocedure related factors ppm caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.